Event description:
Pt undergoing left femoral thrombectomy-a #3 fogarty catheter was passed distally within the superficial femoral artery to 70cm. It was slowly extracted. When retreived, the tip of the catheter was missing. Second fogarty advanced distally, balloon inflated while catheter extracted. Significant, organized thrombus retrieved as well as previous catheter's tip.